Event description:
A medtronic biomedicus 25fr femoral venous cannula product # 96670-125 was used. Perfusion had flow problems while on pump. At end of case figured out the cannula was not the same as the one we usually use even though it had the same catalog number.